Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Since the date of manufacture of the product was unknown, the device history record (DHR) could not be confirmed. The root cause could not be identified. It was likely that the cause of the issue was that that an external load of the lock lever was applied. As an external load, the user may have applied a force in the wrong direction to the lock lever. The instructions for use (IFU) provides the following guidelines: abnormalities can be detected by performing the following inspections. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The olympus representative reported on behalf of the customer, only after a few weeks of usage, the metal prongs had fallen out of the connecting tubes and were unusable. The issue was found at reprocessing. No patient involvement reported. The customer maintained the tubes were used correctly per the instructions for use and per olympus onsite in-servicing. This complaint is related to a report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the subject device return evaluation . . The customer returned a maj-2112 connecting tube (lot 0ya) for evaluation due to "the metal prongs have fallen out of the devices and they are now unusable". Olympus san jose market quality RMA service performed a visual inspection on the received condition and confirmed that one of the grey lock levers was missing from the connecting tube when received. The grey lock lever is missing from the reprocessor side of the connector. The endoscope side connector has light scratches, but no significant damage. The slide adapter section is able to slide back and forth freely, and connect securely to a test video scope. Based on device evaluation findings, the reported customer issue could be confirmed . Based on investigation results, the legal manufacturer noted, it is presume external stress on the lock lever as a cause of the suggested event. The user may have applied external force toward incorrect direction to the lever. Olympus will continue to monitor complaints for this device.